Event description:
It was reported that the implantable cardioverter defibrillator exhibited crosstalk being over-sensed on the ventricular channel. Further information was requested however, was not provided.